Event description:
It was reported by the customer that after drilling for approx 30 seconds, the attachment became very hot and the pt suffered a slight burn to their upper lip which was a couple of mm's in diameter. The burn was treated with hydrocortisone cream applied at the end of the procedure.

Manufacturer narrative:
As of 08/25/2009 the attachment has not been returned for eval. No conclusion can be drawn.